Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2015. The physician noted there was some "visualization issues", but was able to complete the procedure. The physician then noticed some "bleeding" and was not able to control the bleed. A large foley catheter was placed to control the bleeding. The total loss of blood was 500ml. The patient was admitted into the hospital and discharged on (B)(6) 2015. No other intervention was required. The patient is "doing well".